Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported thin flaps during lasik. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, three patients had thin flaps. There are two related reports for these patients. This report addresses the three patients right eyes and another manufacturer report will be filed for the left eyes.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. At the visit on site, the field service engineer (fse) checked the device and the cut on the pmma. Calibration check adjustments were made to z-offset. System was then found to be working fine and to be in specification. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).